Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product implant date information. Further information was requested but not received.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.

Event description:
Through device testing it was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.